Event description:
It was reported that the pt has a mixed hearing loss due to otosclerosis. The benefit had not been sufficient. The benefit had not been sufficient, and the pt did not agree to revision surgery, so asked for the device to be explanted. According to the surgeon the floating mass transducer could not been repositioned to improve the coupling on the incus. The pt was explanted of her vibrant soundbridge on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow report.